Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2004, 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a wound infection. The patient noted discomfort and drainage from implant site. The patient went to the emergency room (ER) and the patient received antibiotics and dressing change. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study. No further patient complications have been reported as a result of this event.